Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k926214/ the actual sample was received for evaluation. Visual inspection revealed that it had been broken into two pieces. The distal fragment was about 50 mm and the main body was 1450 mm in length. As the normal length is 1500 mm, it was conceivable that there was no portion missing from the actual sample. (In this report, unless otherwise noted, the left side of each image is the distal direction.) Magnifying inspection of the actual sample found that the core wire was exposed on the proximal end of the fragment. The shape of the outer layer of both the proximal end of the fragment and the distal end of the main body matched to each other. The broken end of both portions had been curved. Electron microscopic inspection of the actual sample found multiple creases on the outer layer near the broken end of both portions. Both broken ends seemed to have been torn off. Electron microscopic inspection of the broken surface found streaky pattern on both portions matched to each other. The outer diameter of the actual sample was measured near the broken section and confirmed to meet the factory's control criteria. The outer layer was removed, and the core wire was inspected under an electron microscope. The broken ends of both portions had been curved and tapered; the broken surface of both portions was rough. Concave and convex patterns were observed on the broken surface of the fragment and the main body respectively. Mechanism of breakage of core wire: it is known that the guide wire may get broken off when it has been subjected to one of the loads described below. In addition, as for the core wire, the state of the broken ends presents some regularity depending on the mechanism of the breakage. Pulling load to a test sample kept in a loop shape. The broken ends of the core wire have been curved and the broken surface is rough. This state is similar to that observed on the actual sample. One-way pulling load. The broken ends of the core wire have been tapered but not curved. This state is different from that observed in the actual sample. Repetitive bending load at a 90-degree angle. The broken ends of core wire have not been tapered. Dimple pattern was observed on the broken surface. This state is different from that observed in the actual sample. Continuous one-way torque load to a bent guidewire. The broken ends of core wire are not tapered. Radial pattern is observed on the broken surface. This state is different from that observed in the actual sample. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the actual sample was in a looped state for some reason when it was manipulated in the withdrawal direction. Due to this, resistance may have been generated leading to the breakage. Since the total length of the actual sample was the same as that of the normal product and the shape of the broken ends were matched with each other, it was likely that there was no portion missing from the outer layer or from the core wire. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the radifocus guidewire m was used during the procedure. After the evt treatment was completed, in order to use a hemostatic device (exsoseal), replacement of the short sheath was done using the guidewire. When they tried to remove the guidewire after replacing the sheath, resistance was felt and the guidewire broke. The patient was not harmed. The procedure was completed successfully.